Event description:
It was reported that the pump touchscreen was timing off sooner than expected. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.